Event description:
The device allegedly displayed excessive ECG artifact while performing routine ECG monitoring of a pt during vehicle transport. At times, the pt's ECG could not be discerned. The pt was connected to the device using a 3-lead pt cable. After turning device power off then on, the pt's ECG was displayed without excessive artifact. There were no adverse effects to the pt reported as a result of the alleged malfunction.